Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: clinical report states that patient experienced adverse local tissue reaction, with chromium levels of 7.82 (whole blood); 9.62 (serum) and cobalt levels of 9.89 (whole blood); 9.85 (serum). Update received (B)(6) 2014. The sales rep has reported the revision surgery. Patient was revised to address metallosis and pseudotumor. Patient was revised to address metallosis and pseudotumor. Update rec'd (B)(6) 2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from elevated metal levels. A stem is being added to address allegations of elevated toxic metal ions. Ppf and sticker sheets received. Ppf alleges metal wear, metallosis/pseudotumor and elevated metal ions. However there is no laboratory results for metal ions. Update (B)(6) 2018: (B)(4)has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges metal wear, metallosis/pseudotumor and elevated metal ions. However there is no laboratory results for metal ions. Legal and physical manufacturer and UDI of impacted products were updated. Doi: (B)(6) 2005-dor: (B)(6) 2014 (left hip). The patient is bilateral, see (B)(4).

Manufacturer narrative:
Product complaint:(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.